Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on october 04, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, it was reported that the patient underwent multiple skin revisions (date not reported) due to skin overgrowth at abutment site. Subsequently the patient underwent revision surgery on (B)(6) 2016 in order to place an internal magnet.